Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer performed troubleshooting and reported the circuit pressure transducer failed calibration testing. The customer reported replacing the main printed circuit board and eeprom. After replacing the parts, the issue was resolved. The customer reported there is no patient involvement associated with the event.